Manufacturer narrative:
The customer reported that the foot tray cover had cracks when he inspected the device. It is unk if the facility performs preventative maintenance on their lifts. The customer replaced the foot tray to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating that the lift had a cracked foot tray cover. The lift was located in the pt room. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).